Manufacturer narrative:
Software investigation was completed through log analysis. However, based on the log review the cause of the issue could not be determined. There was no indication that there was a battery issue. The investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. Device unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system could not establish a connection with the imaging system. It was noted that the imaging system was around the patient. Restarting the imaging system took longer than intended and that motion calibration was prompted following the restart. The imaging system was removed from around the patient, motion calibration was performed and the site could continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI has been provided in appropriate field.